Event description:
It was reported that in 2007, a prefyx pre-pubic sling was implanted on this patient (weight is unk). On three months later, the patient presented with vaginal pain and a vaginal infection. The severity was noted as mild. Metrogel was prescribed for the infection and was reported as resolved as of three weeks later. Follow-up on 02/15/2008 indicated that the patient is fine. The physician stated that he was "not sure" if the event was related to the device.

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history review was conducted and determined the last 3 lots shipped to the customer before the event date were 9445509, 9443223, and 9605637. A lot history search and device history search were conducted on each of these 3 lots; no issues that could be associated to the complaint were identified. The lot history search performed identified 1 unrelated complaint reported from lot 9605637. The january 2008 pre-public sling complaint trend report was reviewed; no adverse trend was noted. The dfu identifies infection as a possible adverse effect.